Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that malfunction alarms occurred. Caller declined cts follow up to confirm backup therapy method was obtained. There was no reported adverse effect to the customer's blood glucose level.